Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had presented with an allergic reaction at the site of implant/device pocket. The patient was noted to have symptoms of inflammation and redness of the skin; their symptoms were controlled with medication (prednisolone and bilastine) at the time of report. An allergologist diagnosed the patient as having a reaction to a foreign body. It was noted the patient was prone to having allergic reactions and had a medical history of allergies. The issue remained unresolved at the time of report; the patient presented with ¿temporary injury¿ at the time of report. The event did not lead to or extend any patient hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient was under treatment with allergy and the plan defined in the meeting was the relocation of the battery (contralateral side) and perform the test with the allergy kit. The patient is being treated for allergy with medication and awaiting authorization of the requested relocation procedure.